Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A 4.5x60mm supera was deployed. The physician intentionally elongated the stent to cover the entire lesion. The deployment lock was not unlocked and during removal the tip separated and lodged in the stent. A waist in the stent was reported where the tip dislodged. Several attempts were made to try to snare the tip or remove it with a guide wire; however this was unsuccessful. The patient was sent to surgery and a cutdown was performed where the stent was cut and the tip was removed, the stent was left in the patient. The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. It is likely that the tip detachment occurred due to withdrawing through the reduced diameter or waist noted in the stent. It should be noted that the supera instruction for use states: careful attention should be paid when sizing and deploying the stent to prevent stent elongation or compression. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incident reported from this lot. The investigation determined that the tip detachment, additional therapy, removal of foreign body and surgery were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.